Event description:
The customer stated that she tested her blood glucose and received a reading of 10 mg/dl using her contour meter. She retested using another meter and received a reading of 446 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of her test strips, so no product will be returned for evaluation.